Event description:
The customer reports the device did not seal properly although an end tone, indicating a completed seal, was heard. Less than 250 cc's blood loss is reported requiring tissue to be sealed with sutures and clips. No operating room time extended. There was no pt injury and no tissue damaged.

Manufacturer narrative:
(B)(4). The sample has requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.